Event description:
Per investigation results, it was determined that the device had blown components. Based on this, there was a thermal event.

Manufacturer narrative:
Alleged failure: we had an out of box failure and need a no charge replacement shipped. Unit turned on, but screen failed to display and image and after about 30 seconds and alarm went off on the unit. Rebooting the unit did not solve the issue. The failures identified in the investigation is consistent with the complaint record. The probable root cause could be the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
Per investigation results, it was determined that the device had blown components. Based on this, there was a thermal event.

Manufacturer narrative:
Alleged failure: we had an out of box failure and need a no charge replacement shipped. Unit turned on, but screen failed to display and image and after about 30 seconds and alarm went off on the unit. Rebooting the unit did not solve the issue. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.